Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was interrogated during a routine follow up and was found to be operating in safety mode. A request was made for technical services to provide a replacement window. Technical services discussed safety mode operation was not meant to be long-term and recommended emergent replacement. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was interrogated during a routine follow up and was found to be operating in safety mode. A request was made for technical services to provide a replacement window. Technical services discussed safety mode operation was not meant to be long-term and recommended emergent replacement. No adverse patient effects were reported. The device remains implanted and in service. The device was explanted and replaced the following week. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis, but despite efforts, has not been received. A supplemental report will be submitted should the device be received at a later date. The device was subsequently returned and analyzed.